Event description:
It was reported that the patient was dependent on the device for normal function. It was reported that the patient went into ventricular tachycardia (vt) in the monitor zone. The vt progressed to slow ventricular fibrillation (vf) and degenerated into a fine vf. The under sensing of the fine vf potentially led to a lack of defibrillation therapy delivered by the implantable cardioverter defibrillator (ICD). The patient was subsequently found to have passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.